Manufacturer narrative:
Other, other text: additional information d4 UDI is unknown. No product information has been provided to date. D5 h6 this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Cracked tank cover, corroded drain fitting, wear and tear damaged to block assembly, printed circuit board (pcb), and line cord. The technician started with a visual inspection then filled tank with water, attached temperature check, plugged in line cord, and turned on the power switch. The reported issue was confirmed. The device leaks water from cracked corners on the tank cover. The root cause of the reported issue was found to be the customer overtightening the screws holding the tank cover to the enclosure. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. A supplier corrective action request (scar) has been opened to address the reported issue.

Event description:
It was reported the device leaked water. No adverse effects reported.